Event description:
The device was returned for service unrelated to the event. After repair, the device failed final qa when no alarm sounded when the dc circuit breaker was pulled. There was no pt involvement. Device was on tech's bench.